Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific details. The customer was assisted by technical support in resetting the pump, and the issue did not recur. It was advised that the customer could continue to use the pump and should contact support if any malfunction recurred.